Event description:
It was reported that during a coronary artery procedure, a balloon rupture occurred. The lesion being treated was 100% stenosed portion of the mid right coronary artery (mid rca). The pt underwent percutaneous coronary intervention (pci) procedure. The pt had experienced an acute myocardial infarction (mi). Upon the 2nd inflation, the balloon was inflated to 10 atm's for "approximately seconds" ruptured at 12 atms. The pt experienced st elevation. Nicorandil was injected and st became normal. The device was removed intact. The procedure was completed with a different device. The pt was reported in "good" condition with no complications.